Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 where in the patient's ipg was repositioned.

Manufacturer narrative:
Patient had their pocket revised due to the ipg sitting tilted in the pocket. The ipg was relocated and more medial. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the ipg being tilted in the ipg pocket site. Patient had reportedly experienced an accident. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated